Event description:
It was reported that during a procedure at the user facility, blood and fluids were saturating and penetrating the hood. No blood or fluids came into contact with the surgeon's skin. The procedure was completed successfully without a clinically significant delay; there were no adverse consequences or medical intervention.

Manufacturer narrative:
Discarded at account.

Event description:
It was reported that during a procedure at the user facility, blood and fluids were saturating and penetrating the hood. No blood or fluids came into contact with the surgeon's skin. The procedure was completed successfully. Attempts are being made to obtain additional information from the user facility.